Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer report motor position encoder error alarm. The customer stated that the device was not exposed to high magnetic field. The customer was explained that false motor error alarm may cause by viewing the sensor glucose graph while pump is delivering a bolus. The customer was unable to rewind. The customer received motor error alarm more than once within the last 30 days. The customer was that we are sending replacement pump.